Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement computer shipped to site (B)(4) 2014. Medtronic investigation of returned suspect computer confirmed system was running slower than expected. Loading exams repeatedly resulted in error [selected exam exceeds available system resources. Please unload exams before proceeding]. Mem test found no faults, as well as, smart data for hdd had no errors. Verified bios settings. System performs slow. Repeated previous steps with different vgc, brought no improvement. Re-image system, install fsn 2.2.2 and system performance improves, no resource errors encountered. Possible software setting or file corruption. Software failure - software functionality - caused event.

Event description:
A medtronic representative reported a site fusion navigation system that was unresponsive while loading the software, prior to the start of a procedure. The surgeon re-booted the navigation system and the software then loaded properly. There was no patient present when this issue was identified. The subsequent procedure was completed without issue.

Manufacturer narrative:
A medtronic representative went to the site to replace the computer and test the equipment. The hardware and software passed the system checkout. The system was found to be fully functional. The software investigation was unable to determine probable cause without further information. As previously reported, the most likely cause was a hard disk corruption during software installation.